Manufacturer narrative:
As reported, the 3dmax mesh was noted to be torn upon removed from package. The subject device was returned for evaluation. As received, there are visible frays/tearing in the edge seal of the mesh and visible blood contamination. In one location of the edge seal, the tear has traveled slightly into the mesh fibers and the found edge seal tearing condition is not indicative of the manufactured condition. No manufacturing anomalies were found. Based on the sample evaluation and investigation performed, the root cause of the fraying/tearing of the edge seal condition found most likely inadvertently occurred during user/device interface while in preparation to deploy the mesh. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 209 units released for distribution in (B)(6) 2018. This MDR is submitted to represent the bard/davol 3dmax (device #1). An additional MDR is submitted to represent the bard/davol 3dmax (device #2). Sample evaluated.

Event description:
As reported, during an unknown procedure on (B)(6) 2022, the bard/davol 3dmax mesh (device #1) tore upon removal from the package. As reported, the mesh was not used and another bard/davol 3dmax mesh (device #2) was opened, which tore as well. The procedure was completed using an unknown mesh. There was no reported patient injury.